Event description:
It was reported "iab unable to fit through sheath". No patient injury or consequence reported. Additional informaiton states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab unable to fit through sheath". No patient injury or consequence reported. Additional information states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Returned with the sample was supplied kit components including 8.5fr teflon sheath w/sidearm, 8.5fr dilator, pre-dilator and a non-teleflex guidewire. Upon return, the one-way valve was noted connected and tethered to the short driveline tubing. The bladder was fully un-wrapped. A bend to the iabc central lumen were noted at approximately 18.3cm and 63.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood as noted within the helium pathway. Furthermore, the teflon sheath was noted damaged; the teflon sheath extrusion was noted bent, and buckling was noted on the sheath extrusion. The hub and tip of the teflon sheath appeared typical. The 8.5fr dilator and pre-dilator were noted slightly bent. The tip of the dilator and predilator was noted damaged/split. No damage or abnormalities were noted to the returned non-teleflex guidewire. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The customer submitted photo was re-viewed. The photo shows the iab catheter and supplied kit components within the clear ziploc bag/original packaging carton. The bladder thickness was measured at six points with measurements ranging from 0.0073in-0.0078in and was within specification of process document. The inner diameter of the sheath tip measured 0.117" and met specifications per graphic. The inner diameter of the sheath hub measured 0.172" and met specifications per graphic. The diameter of the returned non-teleflex guidewire measured 0.345in, which is not compatible for the returned iab catheter. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 18.4cm and 63.7cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iab unable to fit through sheath" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted bent within the iabc bladder area. The bent central lumen can result in or be caused by difficulty inserting the iabc through the sheath. The returned intra-aortic balloon catheter (iabc) bladder membrane passed dimensional and functional inspection. Furthermore, the returned teflon sheath extrusion was noted bent and buckled. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.